Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2014 with the following findings:a review of the pump black box data revealed multiple cs 162 loss of prime warnings due to zero forces. During testing, the pump did not recognize the cartridge during an attempted load step, and a load step malfunction occurred. The pump case was removed and evidence of moisture ingress was found on the printed circuit board and the shim plate of the force sensor. The force sensor resistance reading was high and not within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked, and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.